Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred approximately fourteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal; however, it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d1, d4, d9, h4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were returned attached to the dialyzer. There was blood throughout the fibers and a minimal amount of coagulated blood in the header caps. The returned sample was subjected to a laboratory bubble point test. No leaks were detected during the test. The sample was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint could not be confirmed, as no leaks, damage, or irregularities were identified on the returned sample. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred approximately fourteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal; however, it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred approximately fourteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal; however, it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was available to be returned for manufacturer evaluation.